Manufacturer narrative:
It was reported that the electrode - patch - universal 2 channel caused a irritation that looked like a burn. The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. The following factors were identified as having contributed to the skin irritation: age extremes (infant 0-12 months, pediatric 1-18 years, elderly 65 and older). Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.

Event description:
It was reported that on (B)(6) 2025, the patient woke up and notice a red spot under the electrode - patch - universal 2 channels. It felt like a burn or a poking like feeling from a needle. The sensor was not hot to the touch. The patient's husband described irritation as burn spot. The patient did not seek medical attention; however, they did self-treat with over the counter (otc) triple antibiotic cream. The patient removed the patch and denied alternative configuration as well as a replacement. The husband also demanded only being billed for 2 days and if not, they will seek legal action. Additional information was received on (B)(6) 2025, the patient husband refused to answer all questions but did provide the following, the patient did end of seek medical attention and was given a written prescription, however, was unsure of the name of the prescription. The patient is currently in the hospital due to an unrelated issue and is really sick. No additional information was provided.